Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Self test returned an unexpected hardware low level failures alarm. Hardware low level failures alarm is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. Customer stated that it was reoccurring even after changing complete set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.